Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, the right ventricle became dislodged after the helix retracted itself. The lead was removed and another lead was used. Patient was stable post procedure.